Event description:
It was reported that a stent was employed in the rca in 2002 physician states he was placing the stent in a long, curved segment of the rca. He had wanted to use a more flexible stent, but none was available, so he placed the niroyal with the awareness that it would be too stiff. He pre-dilated the area and felt the deployment went smoothly, however he noted some "crimping" in the artery, both distal and proximal to the stent and felt that it was due to the stent stiffness. He than deployed a 3.0x15mm niroyal overlapping the distal end of the first stent. He noted some "telescoping", so he pulled back on the stent and re-dilated using the stent delivery balloon. He felt he had achieved good angiographic results within the stented area, but was not satisfied with the proximal area of the stent. He also noted a "kink" in the stent prior to the termination of the procedure. The patient returned to the cath lab for further diagnostic work-up on 2 mos later due to unstable angina. He noted "whip-like motion" of the rca. The stent in the rca appeared to be fractured and he did not want to risk perforating the artery by going back in to do further intervention. The patient was sent for cab surgery as the physician found the rca to be thrombosed and occluded and the patient was having unstable angina. The patient is doing "ok" post surgically, but he stated had some difficulty with sternal wound dehiscence.